Manufacturer narrative:
Subsequently, additional information was received that this device was explanted, but will not be returned for analysis because it was discarded at the hospital. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
This ICD remains in service for the time being. Once explanted and replaced, this ICD will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to having reached elective replacement indication (eri). It was suspected this ICD experienced premature battery depletion. There were no adverse patient effects reported.

Event description:
----